Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pacing impedances on the left ventricular (lv) lead, measuring 2030 ohms after being implanted for almost a month. A lead safety switch (lss) was also declared which switched the pace/sense configuration from bipolar to unipolar. Technical services discussed programming options. The health care professional will discuss with the physician to decide when the patient should come in for a follow-up. It was also noted that a signal artifact monitoring (sam) episode occurred due to high out of range pacing impedances as there is no right atrial (ra) lead. At this time, this crt-d and lv lead remains in service. No adverse patient effects were reported.